Manufacturer narrative:
The customer did not return samples for investigation testing.

Event description:
Customer reported, unexpected negative reactivity with the capture-s assay on galileo during validation testing. 3/129 samples gave unexpected negative reactivity. The samples were tested manually using the same reagents and were reactive.